Manufacturer narrative:
Block b3: exact date unknown, event occurred following the implant procedure. D6b: explant date: 4 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7038875.

Event description:
It was reported that the patient's body was not responding well to stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. All device components were removed and not returned.